Event description:
String was cut in an attempt to remove the string tether from the stent, found the material on the tether to be extremely stretchy and it continued to stretch until it broke. It did not withdraw from the attachment to the stent. The stent remained attached to the cystoscope. Therefore, it had to be removed and a new stent placed.